Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer broke when the knob was cranked down. This occurred during tightening but nothing broke off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tubing had been cut in half, exposing the metal coil. There was evidence of blood on the device. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer mount, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the knob was turned clockwise. No non-conformities were found during the functional testing. Based upon these findings, the reported complaint "broke when the knob was cranked down" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).